Event description:
Went in to check on patient with another nurse and after repositioning pt, checked the oxygen tubing. The part where to two ends connect to make one tube was pulled out on one side. Switched out oxygen tubing and checked oxygen. Level was at 77%. After switching tubing, her o2 came back up to 94-96%. Tubing is being sent with supervisor for management to see.